Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic was further described as the pt made a mistake of touch contamination (no further detail). The peritonitis was manifested by abdominal pain, shortness of breath, fever, and high blood pressure. On the same day as onset, the pt was hospitalized for the event. On the same day as being admitted, the pt was treated for the peritonitis with unknown IV (intravenous) antibiotics and on an unknown date the pt began treatment with levofloxacin po (oral) antibiotics every other day. Five days after being admitted, the pt was discharged from the hospital. At the time of this report, the pt was recovering, the peritonitis was ongoing and the pt¿s condition was improving. The pt was retrained in the hospital and in the clinic in proper aseptic technique for performing pd therapy (dates not reported). Additional information was requested but is not available.